Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced upper transducer for error 240.4150, checked IV set alarm, replaced corroded rear case. Unit was part of bezel recall action. Performed unit preventive maintenance. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed faulty bottle side pressure sensor. The pressure sensor was replaced with a known good part and allowed to infuse without alarms or issue. Based on the findings, service determined that the reported issue was due to electrical failure of the pressure sensor. Device history record: a review of the device history record showed the device had a manufacture date of 28nov2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device failed preventive maintenance. There was no patient involvement.

Event description:
It was reported by the customer that the device failed preventive maintenance. There was no patient involvement.